Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (line through display w/ moist) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/17/2017 with the following findings: the display screen had vertical missing pixel lines upon start up. There was corrosion in the battery compartment. The audio bolus button cover was torn, but the button was still operable. The battery compartment was cracked above the bumper pad. A leak test failed due to the bolus button and battery compartment leaks. No further evidence of internal moisture found on the printed circuit board or internal components. No moisture or contamination was observed on the display flex or display connector. A test display screen was inserted. The test display screen was fully clear and functional with no missing pixel lines observed.